Event description:
The device was used during laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon resected the tissue and manually sutured to complete the procedure. The hospital has reported that the patient's condition is satisfactory.